Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer hit the pump against a counter and the pump touch screen became shattered. Additionally, the pump touch screen would no longer come on. Customer's blood glucose was 299 mg/dl. Reportedly, customer reverted to manual injections for inulin therapy.